Event description:
The customer reported that a foreign body was found lodged in the channel during reprocessing of an olympus colonovideoscope. A channel check was performed. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.